Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153182.

Event description:
It was reported that a patient presented with intermittent loss of capture with high capture thresholds noted. No intervention or adverse patient consequences were reported.